Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
It was reported to philips the device etco2 was not coming on. The device was in use on a patient and there was no adverse event to patient or user.